Event description:
It was reported that patient had alarms and they went away when they switched to batteries. The patient had some rescue tape present on driveline and a clamshell repair in the past. Log files were submitted suspecting short to shield. The patient was kept on batteries and underground cable in the meantime. Log file captured 62 low speed advisories along with 9 driveline faults. Speed drops were as low as 5120 rpms. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to a mobile power unit (mpu). The images of the external driveline were not very clear, unable to see damage. The internal driveline image did not show any area of concern. A percutaneous lead repair was performed approximately 3 inches from exit site on (B)(6)2023. No issues were noted after the patient was back on the grounded patient cable. The additional log captured pump stop event after repair on (B)(6) at 17:50. This event appeared to be due to a short-to-shield event. It was likely that the compromised area of the driveline was not removed during the external driveline revision yesterday. This indicates that the fracture is closer to the pump end of the driveline. Removed driveline portion has returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed, driveline fault, and pump stop events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. In addition, the evaluation confirmed superficial damage to the outer jacket. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file captured transient low speed events and driveline faults on 20aug2023 and 21aug2023 while the system was powered by a mobile power unit (mpu). The account submitted x-ray images for review showing the internal and external portions of the patient¿s driveline. No obvious areas of concern were observed. A distal-end driveline replacement was performed on 24aug2023 under work order 00186012 and approximately 19.5¿ of the external portion of the driveline was returned for evaluation. Underneath a prior clamshell repair, a tear in the bend relief was observed approximately 0.25" from the controller connector. Rescue tape was also noted approximately 1.75" ¿ 3.0¿ from the controller connector, and damage to the outer jacket was observed underneath the tape approximately 2.5" from the connector. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage through the insulation of any of the driveline wires. Additional log files submitted after the driveline repair captured a transient pump stop on 24aug2023 with associated low speed advisory / hazard and low flow hazard alarms while the patient was supported by a power module and grounded patient cable. Additional information provided by the account stated that the patient was discharged home with an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the patient¿s original driveline s/n (B)(6) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.